Manufacturer narrative:
Resmed has requested for the device to be returned for investigation. The device has not yet returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that the astral power supply unit (psu) was faulty. There was no patient injury reported as a result of this incident.